Event description:
It was reported that when the doctor opened a deep brain stimulation lead, he noticed a bend in the tip of the lead. The implant was completed with a new, good lead. Refer to MFR. Rep. # 6000153-2012-00080.

Manufacturer narrative:
Analysis of the lead found a bend in the distal end of the lead, new out of the box.